Manufacturer narrative:
The device was received for evaluation. During functional testing, the stuck key was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation observed the 2nd soft key was stuck. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump key was stuck during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.